Event description:
Patient reported the rubber from the up and down buttons on the infusion device is defective and now the rubber from the down button is lost. Patient stated the infusion device shows and e8 (power interrupt) but she is unable to confirm the message. Patient reported there are no health concerns. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result the soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt). Additionally due to the permanent activated down button the other buttons do not respond to commands. The e8 error was triggered due to an power interrupt while the device was in run mode. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.